Manufacturer narrative:
Investigation begun but not yet completed. A supplemental report will be submitted upon completion of the investigation.

Event description:
Statstrip meter was sending the same result over and over to customers connectivity software (qml) which blocked the rest of their results from transmitting to the patients chart. Although there was no direct allegation of this issue leading to a delay in treatment, this could have potentially lead to delays.